Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen had black dots. The customer's blood glucose levels have been fluctuating, they were 59 mg/dl, 314 mg/dl, 239 mg/dl and 92 mg/dl. Customer inserted a new battery but the display did not return to normal. The customer stated the display had missing segments and unable to read the portion with spots. Customer was advised the insulin pump will need to be replaced. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected missing segments/partial display anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.